Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports red broken skin under the entire wafer. This includes under the mass and the adhesive tape border. He reports that it was red; blistered; bleeding and painful. He went to the emergency room last week. They instructed him to stop using a durahesive wafer. He was given a powder; an unknown skin protector and an appliance. Product use and skin care instructions provided.